Event description:
The customer reports that one patient who came in through the hospital's emergency department, generated a falsely elevated clinical chemistry magnesium assay result of 8.63 mg/dl. The result was reported out of the lab and a new sample was ordered. The new sample generated a clinical chemistry magnesium assay result of 1.48 mg/dl. The original sample was retested and also generated a result of 1.48 mg/dl. The sample type was lithium heparin. The patient was hospitalized but it is not known whether the initial magnesium result played a role in the decision to hospitalize the patient. The customer could not provide any further patient information. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).